Event description:
Information received by medtronic indicated that the insulin pump was broken on clip rail. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged cosmetic damage/crack on the insulin pump. The test p-cap locks properly in place in the reservoir compartment noted. Damage on the retainer ring during visual inspection noted. The following were noted during visual inspection: cracked keypad overlay, broken belt clip rails, cracked retainer and scratched window. The insulin pump passed the displacement test. In summary, the insulin pump was received with a cracked keypad overlay, broken belt clip rails, cracked retainer and scratched window confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.